Event description:
Consumer stated wires break off and they get stuck in between her teeth and she had to extract it with tweezers once. It was happening after number of uses, which she didn't worry about, but the last few times it's happened right away with the first and second use. She had 8-9 brushes left, she uses them every night, she carries them with her throughout the day.